Event description:
It was reported that patient presented in clinic for follow up when 29 non-sustained lead noise episodes were observed due to mismatches between the near and far field channels. The device was reprogrammed and the patient was doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.